Manufacturer narrative:
Continuation of d10: product ID: 37761, serial# (B)(6), product type: recharger. Product ID: 37754, serial# (B)(6), product type: recharger. Product ID: 37761, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), b3: event date is date valid. H3: analysis found no anomalies were visually observed. Replaced cable assembly with bent connector pin at the end of cable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt) reported the recharger wasn't working. Pt stated that the screen would go blank/unresponsive when they would try to charge the implanted neurostimulator. When agent asked for event date, pt said they noticed when they went to charge their implant last night. Pt was very hard to hear/understand throughout call. Agent had pt reset the recharger (insr) during the call, but the issue persisted. The issue was not resolved. Agent sent email to reps to begin process of transitioning pt to wireless recharging kit. An email will be sent to the repair department for rs7200 wireless recharger kit. Pt called requesting what to do with their broken recharger. Pss sent request to repair for box and label so patient can ship back. Pt is meeting with the medtronic rep soon as they are transitioning to the wireless recharger. Pt called back and said their recharger was now working, but now the pt had a reposition the antenna screen and had not charged their ins in about 6 months. Pt mentioned their ins was likely in over discharge and "this had happened before" and the pt had called medtronic rep and had been "jumpstarted" about a year ago over the phone. Pt said they have an appointment with a medtronic rep. In about two weeks. Agent emailed local medtronic reps to inform them of the details related to possible over discharge. Pt will meet with the rep. In about two weeks.